Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion third party service technician was able to verify the customer's reported issue. The service technician replaced the flow valve and unit passed all testing. The flow valve has bot been received by carefusion for further evaluation.

Event description:
The customer reported model lap top ventilator 1150 is delivering higher tidal volume than what is set. When the ventilator is sent to 500ml, the ventilator is delivering 550ml. No further information was provided by the customer regarding patient involvement.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.